Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a lesion located in the rca exhibiting 85% stenosis, moderate calcification and little vessel tortuosity. It was reported that the device was deformed in vivo during positioning and the physician treated the lesion with balloon only. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Event description:
It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent nor was excessive force used during delivery. No risistance was encountered when advancing the device.

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (85% stenosis, moderate calcification and little vessel tortuosity); inherent risk of procedure (stent deformation); no device received for evaluation. Conclusions; device failure related to patient condition (85% stenosis, moderate calcification and little vessel tortuosity); known inherent risk of a procedure (stent deformation); unable to confirm complaint (no device received for evaluation). (B)(4).

Manufacturer narrative:
Evaluation summary: the transition shaft was deformed. The distal tip of the device was flared. The 1st, 2nd, 3rd, and 4th distal stent segments were bunched and deformed and the 9th and 10th distal stent segments were deformed with raised struts, the 16th and 21st distal stent segments were also deformed.